Manufacturer narrative:
Patients weight is not provided as it is not taken at the time of the appointment. Device info: not applicable for this device with the exception of the lot number and the operator of the device.

Event description:
It was reported that the patient had a possible allergic reaction after using upper comfort hard-soft splint. The patient has a known allergies to penicillin and sulfa. It was reported that patients primary care provider thought there might be sensitivity to methylmethacrylate. The patient was not allergy tested prior to the delivery of the device. The provider notes that the patient received the device on (B)(6) 2019 and shortly thereafter developed swelling and redness along the inter-proximal tissue. The patient continued to wear the device until (B)(6) 2020. The patient's reaction got worse over time per the providers note. The explains that the patient was given the care instructions that are provided by glidewell. The specific reaction was noted as 4mm raised swelling and redness.

Manufacturer narrative:
The device has not been returned. However, the device investigation has been completed and the results are as follows: DHR results no DHR was available for review since the device was fabricated per physician's prescription only. Supplier (erkodent) reviewed the associated material lot and confirmed no material defects or changes (email attached). Lot# e-pro3.0-11263 (erkoloc-pro) was manufactured from (B)(6) 2018 and was assigned with 4 years expiration. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the device was not returned for investigation. Root cause a root cause for this complaint cannot be explicitly determined. Per obtained information, patient noticed reaction shortly after delivery and continued wearing the device until reaction got worse. It was reported patient might be sensitive to methylmethacrylate. However, review of rx confirmed the device did not contain methylmethcrylate. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. It was reported patient handled and maintained the device following the instruction provided by glidewell. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.